Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert on the ilet pump, after which a restart and rewind were performed, the previous supplies were disconnected, and a dry run completed successfully through the tubing fill to 120 units without recurring alerts; the user was then instructed to perform a full supply change using a different box and to resume insulin delivery, indicating a supply-related occlusion that resolved after replacement. No symptoms consistent with hypoglycemia, hyperglycemia, or other adverse events were reported. No hospitalization or medical intervention occurred. Investigation included guided troubleshooting and education, device restart, rewind, dry run verification, and supply replacement. Investigation of this case revealed that the alert cleared after supply change, consistent with an occlusion or infusion set issue rather than a device hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was a supply-related occlusion resolved by changing the infusion set and associated disposables.